Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 and had a blood glucose level of 503 mg/dl. Customer had received 3 no deliver alarms. Customer woke up feeling really badly and had frequent urination. Customer's blood glucose level was 480 mg/dl at the time of the emergency room visit. Customer's blood glucose level went from 167 mg/dl at night to 503 mg/dl when the customer woke up. Customer was given fluids and injections. Customer was released at 3 pm. Customer was wearing the pump at the time of the emergency room visit. Troubleshooting was performed. Three no delivery alarms and low reservoir alerts were found in the alarm history. Customer will be sent a tubing clamp. Once it is received, customer will call back to continue troubleshooting. Insulin pump will be replaced. Customer was advised to change the entire set, reservoir, and insulin. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.